Event description:
It was reported that the customer's insulin pump was had cracks at the reservoir compartment as well as the display window corners. Customer's blood glucose level at the time 5.8 mmol/l. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip and cracked battery tube threads. No damage around reservoir window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(6).